Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the upper side button on the pump that is used for setting the insulin dose is no longer functional. Caller stated the button is visibly damaged. No adverse event reported. Requested return of the alleged pump for evaluation.